Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had fallen on multiple occasions recently, it was noted the patient did not feel stimulation. X-rays revealed lead fracture. In addition, it was reported the lead appeared to be fractured in multiple places along the lead tail, and all the lead contacts displayed high impedances during testing. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced. The patient reported effective stimulation postoperative.